Manufacturer narrative:
The field service rep determined tips falling off the s/r prob to be the cause. He changed lots of tips, and observed proper operation during initialization, calibration and quality control.

Event description:
Customer states she had some questionable results and provided discrepant pro-bnp results for one pt. Initial results gave less than 5.00 pg per ml, she did not report this result. Sample repeated twice gave 190.1 and 180.8 pg per ml. Sample was an aliquot in a hitachi cup placed onto a sarstedt tube. There was no effect to the pt from the enormous result because it was not reported.